Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft was tested with a pin gauge set at the catheter tip with a 0.014 pin. Functional analysis was done by inserting the jetstream onto a.014 guidewire. The jetstream went over the guidewire with a sticky or a tighter than normal feel. Dissection of the catheter shaft down to the drive coil revealed that the drive coil was separated at the windings and teflon from the guidewire was noticeable from the gaps in the drive coil. With the separation of the windings and the teflon the catheter would have a restrictive feel when moving over the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during the procedure the catheter became stuck on the guide wire. The target lesion was located in the right popliteal / superficial femoral artery (sfa). The jetstream xc catheter was selected; however, near the end of the procedure, the catheter became stuck on the unspecified wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.